Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that, 3 months after the dental implant was placed in site ada #14 of the patient's mouth, non-osseointegration was observed. Primary stability was reported to have been achieved. It was reported that the patient had type iii bone quality and poor bone quality was noted as contributing to the event. This device will be forwarded to the manufacturer for investigation. No operative or post- operative complications were reported for the patient.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that, 3 months after the dental implant was placed in site ada #14 of the patient's mouth, non-osseointegration was observed. Primary stability was reported to have been achieved. It was reported that the patient had type iii bone quality and poor bone quality was noted as contributing to the event. This device will be forwarded to the manufacturer for investigation. No operative or post- operative complications were reported for the patient.